Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Th customer reported via phone call that they had issues with the sensor releasing from the serter. The customer reported their blood glucose was 130 mg/dl at the time of incident. The customer also reported their blood glucose declined to 40 mg/dl in the past. Customer stated their low blood glucose was caused by prescribed medications. The customer declined to return the insulin pump for analysis.